Event description:
Revision / reduction spondy l4 - l5 / fusion l4 - s1 dr. Grant buttram. First issue was that on right side, the screw tab in l5 broke off into the sri instrument. One tab remained. Jig (fw225r) was removed from right side. Surgeon moved to the left side. Attempted reduction on left; was able to tighten both components on left side, when he started to reduce, according to the doctor, the l5 tabs on left side broke; however, there were no tabs that remained in the instrument. Surgeon opted not to reduce using the jig and proceeded to perform the plif; then went to rod contouring. Rod (left side) broke while being bent. Putting rod in to test fit and it broke closer to the right side about 90% through. Left side replacement rod did not have any problems. Right side rod never had an issue going on. Right l5 was not able to be torqued to 10; able to torque to 8 (visual guess based on arrows on torque meter). Two set screws were stripped out during tightening process a right l5. Surgeon did not feel they were cross threaded; however, could only get to 8 when torque would slip. On the third attempt, surgeon took set screw to 8, noted it felt as if was going to slip and decided to leave it at 8. Right side l4 and s1 were able to be torqued to 10. Left side, all three screws were torqued to 10. Surgery was prolonged for 15 - 20 minutes.

Manufacturer narrative:
S4 devices reported under this event; sw661t; lot# 51449289; s4 pre-bent rod 5.5x70mm sw790t; lot 51473656; s4 set screw new version. See also MDR report 3005673311-2009-00003. Devices will be returned to the manufacturer.